Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 43.1, rate 50 m.24hrs.l and 56.9 was given. No adverse patient effects were reported. No additional information is available at this time.